Event description:
A volume discrepancy was reported. The expected reservoir volume was 5ml and the actual reservoir volume was 17ml. There was also a 'low battery' alarm. The patient experienced nausea and vomiting for two weeks. The pump was explanted and discarded. The pump was used to deliver dilaudid; concentration and daily dose being administered were not reported. Additional information has been requested from the hcp, a follow-up report will be sent, if additional information becomes available.